Event description:
The manufacturer received information alleging a ventilator had an issue with pressure delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A leak from the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.